Event description:
Nt821730c - stopcock between collection chamber and bag broke when draining. Evd was placed (B)(6) (event happened on day 7 of drain being in place).

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date of affected part - (B)(6) 2024. Device history review: unit has passed all tests with acceptable results. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821730c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the stopcock is broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Failure mode: confirmed / stopcock breakage during use.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Risk management review: per (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.12. Cause - stopcocks: broken, cracked/fractured luer fitting. Effect (harm) - delay in patient treatment, csf leakage and over drainage of csf residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Further investigation to be carried out.

Event description:
Nt821730c - stopcock between collection chamber and bag broke when draining. Evd was placed (B)(6) (event happened on day 7 of drain being in place).